Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The reported 'fails accuracy' problem was duplicated. During the investigation test results of 4.07%, 3.13%, and 4.38% were all within the published customer spec of +/- 6.0%, but two were outside the internal spec of +/-3.0%. According to the investigation, these values indicate over infusion which conflicts with the customer's stated issue. According to the investigation the reported problem was caused by pump expulsor being out of calibration. Investigator trimmed the pump expulsor to bring the pump accuracy to a normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -6.40% while testing. There was no patient present at the time of the event. There were no reported adverse events.